Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. A proximal stent strut was found to be lifted from the stent profile. The undamaged mid-stent crimped stent od (outer diameter) was measured and the result was less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 16 synergy drug-eluting stent, it was noted that the stent struts were lifted. The procedure was completed with another 3.50 x 16 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 16 synergy¿ drug-eluting stent, it was noted that the stent struts were lifted. The procedure was completed with another 3.50 x 16 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.